Event description:
It was reported that the impactor tip broke when impacting the glenosphere.

Manufacturer narrative:
The reported event could be confirmed wince the device was returned and matches the alleged failure mode. The device inspection revealed the following: the impactor tip shows signs of usage. Fatigue fracture damage is evident as noted by the progression lines noted on the fracture area. The lines are primarily concentrated to the portion of the impactor tip where the device is attached to the impactor handle. The component surfaces display abrasions and wear marks, consistent with repeated high-force impaction. Based on the investigation, the root cause was attributed to a combination of wear due to intended use and design. As a device that is manufactured of radel plastic and incurs numerous impaction events, cleaning and sterilization cycles breakage as noted in this complaint can be expected. A nc was initiated and a design modification was completed to prevent recurrence of the issue. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the impactor tip broke when impacting the glenosphere.